Event description:
It was reported that a patient who underwent spaceoar hydrogel placement last year, experienced a "large amount" of hydrogel into the rectal wall. Therefore, the patient's radiation treatment was delayed until, the gel dissolves. The most recent magnetic resonance imaging (MRI) indicated the complete disappearance of the hydrogel. Endoscopic examination of the rectum where the hydrogel was suspected to have migrated did not show signs of inflammation, therefore the physician will proceed with radiation treatment. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.